Event description:
It was reported that during a procedure that the screws fractured at the screw head when they were being implanted. This resulted in a delay in procedure of approximately 30 minutes. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products. Item #91-6106, lot #j398520; "1.5mm" system 1.5x6mm ht sd x-dr scr qty 5. Item #91-6107, lot #991620; "1.5mm" system 1.5x7mm ht sd x-dr scr ea. Foreign source: colombia. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00374; 0001032347-2022-00375; 0001032347-2022-00376; 0001032347-2022-00377; 0001032347-2022-00379; 0001032347-2022-00380.